Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 300 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported a calibration error alert and lost sensor alert from the insulin pump. Troubleshooting was done. The customer reported a sensor glucose reading of 152 mg/dl where the actual blood glucose level was about 300 mg/dl. The customer also reported a bent cannula from a previous sensor. No additional information was provided.